Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment of interrogation difficulty and therefore the link electronic module board was replaced and the software reloaded. The device then passed all functional and systems tests. (B)(4).

Event description:
It was reported that the programmer was unable to interrogate devices. The programmer was returned for service. No patient complications have been reported as a result of this event.